Event description:
It was reported by the customer that a bd pyxis¿ es server medication was discontinued in host, but it was showing active, so insulin was accidentally given based on active order in pyxis. The customer stated that malfunction caused patient harm. Clinical specialist has made follow-up attempts to obtain additional information regarding the reported event. No additional information has been provided. This file will be reassessed should additional information becomes available.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: server serial number not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server medication was discontinued in host, but it was showing active, so insulin was accidentally given based on active order in pyxis. The customer stated that malfunction caused patient harm. Clinical specialist has made follow-up attempts to obtain additional information regarding the reported event. No additional information has been provided. This file will be reassessed should additional information becomes available. The customer provided additional information and stated that they could not pull data on the patients impacted, but that patients either did not receive their scheduled medications or that their medications were given several hours later due to the reported issue and that the patients were monitored after the delays. The customer also indicated that there was no lasting harms identified. This file will be reassessed should additional information becomes available.

Manufacturer narrative:
The following field had been updated with additional information: h6, b5. Upon investigation of the actual device used in this incident, it was determined that the medication was discontinued in host, but it was showing active in station. A technical support specialist dialed into carefusion coordination engine and confirmed that the issue resolved on its own when the host side restarted their system and data started crossing. The system functioned as intended after the technical support specialist investigated the device.